Manufacturer narrative:
One device was received for evaluation for the complaint that the device was over or under infusing outside the acceptable ranges. The review of event log was performed. There was no 12-month service history during the review. The visual and functional testing was performed and found that no fault found so that the complaint could not be confirmed. There was no repair activities performed.

Event description:
It was reported that the device was over or under infusing outside the acceptable ranges. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.